Event description:
Facility nurse reported that during routine hemodialysis treatments in 2006 and 6 days later, nenous pressure high alarms occurred. The blood in the cartridge circuit was determined to be clotted on both occasions, resulting in a 210cc blood loss for each treatment as rinseback could not be performed. No medical intervention was required.